Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: lasso catheter. Other company¿s devices that used in this study: spiral catheter, (st. Jude medical). Manufacturer's ref. No: (B)(4). The devices were not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 1 patient with watchman laao device underwent radiofrequency ablation for atrial fibrillation and developed arteriovenous fistula. None of the patients had evidence of device related thrombus or systemic thromboembolism on follow-up. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿catheter ablation for atrial fibrillation in patients with watchman left atrial appendage occlusion device: results from a multicenter registry.¿ the purpose of this study was to describe the experience with the feasibility and safety of catheter ablation in patients with a preexisting watchman left atrial appendage occlusion device. Sixty patients were enrolled in this study. Suspect device is 3.5-mm open irrigated tip thermocool catheter, however catalog and lot number are unknown.